Event description:
Fired a vascular staple load on this patient, and at the end of the staple line it bled. When inspecting the load it appears the staples did not fire and were stuck in the load. Dr. Proceeded to use another vascular staple on a different vessel on the patient. The load fired but this time the section on the inner part did not fire correctly and left staples in the load. This caused bleeding on the pt whom lost about 200mls from it.